Event description:
It was reported that one of the grooves made to fit the slaphammer fractured. No pieces were retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found signs of repeated use. The right side slot has fractured, thus confirming the complaint. The left side slot is slightly deformed. Both side slots have multiple scratches indicating multiple uses. As the frequency of use and conditions of use are unknown, root cause cannot be determined. Per the IFU, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.